Manufacturer narrative:
Record review revealed no additional information related to the complaint. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed as update from product investigation was received and the conclusion code was updated. Boston scientific received information that this patient with a pacemaker have been complaining for 2 years to doctors as the patient was being shocked by the pacemaker and felt pain of being shocked. Also, the patient mentioned that the device was not right. The device was moved up because it was under the patient's arm and into the breast. As of this time, the device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with a pacemaker have been complaining for 2 years to doctors as the patient was being shocked by the pacemaker and felt pain of being shocked. Also, the patient mentioned that the device was not right. The device was moved up because it was under the patient's arm and into the breast. As of this time, the device remains in service. No additional adverse patient effects were reported.